Event description:
Pt was using pump for infusion of continuous oxacillin 12 gm qd via central line. When pt turned on pump at bag change, pump pumped blood from the central line. The tubing was saved and inspected by the nursing staff and rptr. The distal and proximal tubings were reversed. The tubing with blue wrapping was on the short proximal end. Pt was alert and immediately shut off the pump with no adverse outcome. All tubings in rptr's facility and pt's home were inspected. No other defective tubing was discovered. The tubing was saved for return to the MFR but was inadvertently discarded over the weekend. Rptr notified both the distributor and the MFR.